Manufacturer narrative:
Reference: (B)(4). Investigation: x-inspect returned samples. Analysis and findings a review of the 2 yr complaint history reveals similar issues. This unit was manufactured in 1995. Service & repair confirmed the complaint. The unit's pulse assembly was dirty and the rupture disc was loose. The findings are consistent with cleaning residue, from an improperly cleaned tip, from the inside of a tip being pushed to pulse assembly where it accumulates over time. This accumulation of cleaning residue eventually builds up to a point where it prevents the inner spring from functioning correctly and the unit does not defrost or defrosts very slowly. Tips are to be cleaned protecting against entry of fluid with the use of a rubber stopper. The loose rupture disc may have been removed and re-inserted loosely. The root cause for this complaint unit is attributable to end user error. Correction and/or corrective action: the unit was repaired and returned to the customer at a charge. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Will not defrost. Order: 91889. Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Will not defrost. Order: 91889. (B)(4).